Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument cut released energy. No errors were found in the logs. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the vessel sealer extend (vse) instrument was used for a surgical task and generated the tone that it was working; however, surgeon indicated that the surgeon side console alerted with an unspecified error fault during the sealing cycle. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.